Manufacturer narrative:
The insulin pump was received alarming flash memory failure followed by a software alarm due to fracture solder joints on mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime alarm test, compromised force sensor test, excessive no delivery test and displacement test due to flash memory failure alarm and software alarm. The insulin pump had broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had multiple pump error alarm and piece of battery compartment was broke off from insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.